Event description:
It was reported that the user paused the ilet pump for a little over two hours after experiencing low glucose and did not resume it, which led to sustained hyperglycemia over 400 mg/dl for approximately two hours until the pump was unpaused and a meal was announced; glucose subsequently returned to range. Symptoms included hyperglycemia. Outcomes included transient elevated glucose without hospitalization. Investigation included troubleshooting and education regarding proper pump resumption after pausing. Investigation of this case revealed no infusion set issues or site leakage and indicated user-related interruption of insulin delivery as the primary contributor to the high glucose event. It was concluded, based on previously established findings for similar reports, that user interaction leading to prolonged pump pause was the most likely cause.